Event description:
It was reported that during use of an unspecified quantity of vial-mate adapters, small amounts of liquid was being left in the vials. This was observed when the nurse was getting ready to hang the vial-mate intravenous (IV) bags for infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.